Event description:
It was reported that an arteriotomy closure of the moderately calcified and heavily scarred left common femoral artery was attempted using a proglide with a 6fr sheath, after a bilateral iliac stenting procedure. Reportedly, when the plunger was retracted a cuff miss occurred. A second proglide was used with the same results. Hemostasis was achieved using a third proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality deficiency. It was reported the left common femoral artery was moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device referenced, is filed under a separate medwatch MFR number.